Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra medical affairs associate on (B)(6)2020: 1. Section b. Box 5. Describe event or problem this report is associated with MFR report number: 3005168196-2019-00646.

Event description:
Additional information received on (B)(6) 2020 indicated that the serious adverse event of enlarged infarct and new stenosis or nonocclusive clot in the right m1 of the middle cerebral (mca) was adjudicated to be unrelated to the 3maxc and jet7.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00646.

Event description:
The patient underwent a thrombectomy procedure in the right m1 of the middle cerebral artery (mca) using a penumbra system jet 7 aspiration catheter (jet7) and a penumbra system 3max reperfusion catheter (3maxc) on (B)(6) 2018. On (B)(6) 2018, the patient experienced an asymptomatic ph-1 right basal ganglia hemorrhage. This event was not considered a serious adverse event. This event was adjudicated to be related to the penumbra catheters and possibly related to the index procedure. No additional treatment was done, and this event was considered resolved as of (B)(6) 2018. On (B)(6) 2018, the patient returned from rehab with worsening stroke symptoms. A computerized tomography (CT) scan and a CT angiography (cta) scan showed an enlarged infarct and new stenosis or nonocclusive clot in the right m1 of the middle cerebral artery (mca). This event is considered to be a serious adverse event. This event was adjudicated to be related to the penumbra catheters and possibly related to the index procedure. The patient was hospitalized on (B)(6) 2018, and as of (B)(6) 2019, this event is still ongoing.